Event description:
It was reported that during a coronaryy drug eluting stenting procedure, removal difficulites were encountered. Following deployment of the taxus express2 drug eluting stent, the physician had difficulty removing the balloon. The procedure was performed with an inflation pressure of 16 atms. The physician tried several times to refold the balloon and "had to use inappropriately high force to retrieve it from the vessel." During the first attempt to deflate, the balloon could not be removed. While trying to move the balloon backwards, the guiding catheter moved forward toward the stent. During the second attempts to deflate, the balloon was first inflated to 2 atms. Passive deflation was attempted without success. During the third attempt to deflate, the balloon was first inflated to 6 atms; slow manual deflation was then successful. No pt injuries or complications were reported.